Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a recently implanted insertable cardiac monitor (icm) reached its end of service. Technical services acknowledged the observation and requested the device be returned for analysis. While an evaluation was offered, it is expected to primarily confirm the presence of a premature battery depletion, with more detailed findings available once the device is examined. No adverse patient effects were reported. This product remains in service. Additional information indicates that this icm was explanted due to a product performance issue and was replaced with a new icm. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a recently implanted insertable cardiac monitor (icm) reached its end of service. Technical services acknowledged the observation and requested the device be returned for analysis. While an evaluation was offered, it is expected to primarily confirm the presence of a premature battery depletion, with more detailed findings available once the device is examined. No adverse patient effects were reported. This product remains in service.